Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 487 mg/dl. The customer had no symptoms and indicated that the sensor alarmed threshold suspend with sensor glucose at below 40 mg/dl and blood glucose at 487 mg/dl. Customer indicated that their blood glucose value was 145 mg/dl at the time of the call. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques. Customer declined high blood glucose and any further troubleshooting. There was no further information provided by the customer or by troubleshooting.